Manufacturer narrative:
The customer troubleshot the issue with ge healthcare technical support. The customer suspects that the rubber cap came loose after cleaning and fell into the bassinet. The customer decided to remove the remaining caps, and not replace the screw caps. Ge healthcare product engineering performed an investigation of this event. It was determined that the probable root cause is that it is possible that the cap can get dislodged and fall when cleaning action is done along the length of the boss, and if there are edge imperfections. The investigation eliminated the possibility of the cap failing on its own during therapy. Based on the investigation and root cause analysis, it is evident that this was an isolated event. No corrective action is indicated.

Manufacturer narrative:
Ge healthcare¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information available at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the screw caps of the lower housing are falling out and one was found in a baby's mouth. There was no report of patient injury.